Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4) captures the reportable investigation result of balloon pinhole. Visual examination of the returned complaint device found that the balloon has no damages. The catheter was inspected and a kinked was noted at the catheter tip. Upon functional inspection, the balloon was able to inflate without problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. Dimensional inspection of the outer diameter (od) of the catheter was measured in three sections: distal, medium, and proximal. The three sections were within specification. This problem could occur due to the device interaction with ascope or any other surface during the procedure could create friction on the balloon, causing the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, it was reported that the balloon would not inflate. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.